Event description:
It was reported by the customer that a pyxis anesthesia es system was turned off when user attempted to remove medications during an emergency cesarean section. Customer stated that there was a delay to patient care as the station started to reboot when the user tried to recover it. The required medications were retrieved from different station and no patient harm was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was functioning as intended and no errors were recorded in device logs. Customer confirmed that the reported issue was resolved by rebooting the station. The system was functional as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not on during an emergency procedure. The issue was resolved after a reboot by the customer. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system was turned off when user attempted to remove medications during an emergency cesarean section. Customer stated that there was a delay to patient care as the station started to reboot when the user tried to recover it. The required medications were retrieved from different station and no patient harm was reported. There were no adverse events or injuries reported based on this event.